Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes". The patient's medical history included acne and migraine. Previously administered products included for an unreported indication: depo-provera in 2015. Concomitant products included isotretinoin (accutane) for acne, erenumab (aimovig) since 2019 and rizatriptan benzoate (maxalt) for migraine as well as estrogens esterified;methyltestosterone (eemt), medroxyprogesterone acetate (depoprovera) in 2015 and topiramate (topamax) from 2002 to 2019. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue."), nausea ("nausea"), back pain ("back pain") and discomfort ("discomfort"). The patient was treated with surgery (unilateral salpingectomy left tube: tubal ligation right tube, hysterectomy with bilateral salpingoo). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea, back pain and discomfort outcome was unknown. The reporter considered abdominal pain, back pain, discomfort, dyspareunia, fatigue, menorrhagia, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: failure to occlude (close). Fallopian tubes. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Upon internal review, outcome was updated for abdominal pain, medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes". The patient's medical history included acne. Concomitant products included estrogens esterified;methyltestosterone (eemt), medroxyprogesterone acetate (depoprovera), rizatriptan benzoate (maxalt) and topiramate (topamax) from 2002 to 2019. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue."), nausea ("nausea"), back pain ("back pain") and discomfort ("discomfort"). The patient was treated with surgery (unilateral salpingectomy left tube: tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, nausea and discomfort outcome was unknown and the back pain had resolved. The reporter considered abdominal pain, back pain, discomfort, dyspareunia, fatigue, menorrhagia, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: failure to occlude (close) fallopian tubes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.